Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-may-2023. Investigation summary: seventeen samples received by our quality team for investigation. Upon visual evaluation, barrel do not present any damage that could have deformed their shape. The stopper is correctly assembled, when the syringe is disassembled the plunger does not show any defect. Further testing was conducted, no sign of leakage occurred. A device history review was performed for lot 2211035, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd plastipak¿ syringe leaked. The following information was provided by the initial reporter: I have been made aware that we are experiencing issues where during preparation of patient doses, quite a lot of syringes are breaching (i.e., liquid/drug is passing beyond the plunger).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd plastipak¿ syringe leaked. The following information was provided by the initial reporter: I have been made aware that we are experiencing issues where during preparation of patient doses, quite a lot of syringes are breaching (i.e., liquid/drug is passing beyond the plunger).